Event description:
The user is reporting that when the device was retrieved for possible use on a patient, the device gave an error code stating the device is not able to be used. The user determined the patient was already deceased due to suicide so the device was not necessary.

Manufacturer narrative:
(B)(4).

Event description:
The user is reporting that when the device was retrieved for possible use on a patient, the device gave an error code stating the device is not able to be used. The user determined the patient was already deceased due to suicide, so the device was not necessary.